Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient¿s event of hyperkalemia. There is also a causal relationship between the hyperkalemia and the issues reported on the liberty select cycler as the pdrn reported the patient was unable to complete treatment due to the alarms received and was unable to do manual exchanges as well. The continued issues the patient was receiving resulted in a replacement cycler being issued ((B)(4)). Patients with end stage renal disease (esrd) are predisposed for hyperkalemia due to decreased kidney function, therefore there is a need for dialysis to rid the body of excess potassium. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a balloon valve leak alarm during fill 1 of 6 of treatment. The patient stated that they rebooted their cycler and the power fail recovery failed occurred. The treatment was cancelled, and patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn reported the patient went to the hospital on (B)(6) 2019 for a routine lab work appointment. The patient¿s potassium result was elevated at 6.6 (units unknown) and not low as initially reported. The pdrn reported that the patient had not completed treatment for three days due to issues on the liberty select cycler. The patient had reported the m30.1 alarm on two separate occasions and was not able to complete manual treatments. The patient was not admitted to the hospital, but treated with kaexalate (route, dose, frequency and duration unknown). The patient has since received a replacement cycler and continues pd therapy

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.